Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 343 mg/dl at the time of the call. The customer stated that the drive support cap is sticking out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support; unable to verify a33 alarms due to motor error alarms; unable to perform rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked display window and missing the end cap sticker.